Event description:
Upon opening the penumbra 5max-ace reperfusion catheter it was discovered to be kinked at the strain relief. Another 5max-ace was pulled from inventory and the procedure continued without incident.

Manufacturer narrative:
Results: the proximal end of the catheter is kinked in the hypotube area. This kink is approximately 2.5 cm from the hub. The distal shaft is damaged approximately 13.3 cm from the distal tip. The hypotube was removed to expose the catheter shaft below it. The shaft was ruptured with the polymer lining separated, and the coil winding unraveled. The coil winding was likely unraveled when the hypotube was removed to expose the catheter shaft for further evaluation. Conclusion: the complaint has been evaluated and confirmed. The complaint indicates upon opening the 5max-ace, it was discovered that the strain relief was kinked. It appears that the catheter was bent severely at the proximal end in the strain relief, causing the underlying coil winding to kink and leak. The cause of this damage could not be directly determined. However, this damage may have occurred during removal of the device from the packaging or during use in the patient. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.